Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the 6f introducer was too close and the stent inadvertently deployed/elongated into the introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported during attempting to deploy the unspecified supera stent, half of the stent deployed in the artery and the other half remained in the 6f introducer. The device was removed; however, it is unknown how. The case and was completed and the patient was successfully treated. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.